Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began at an unspecified time on (B)(6) 2011. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage). It is not known if there were any changes made to the patient's usual diabetes management routine in response to the reported issue. The reporter claimed that an unknown date and time after the alleged product issue occurred, the patient developed symptoms of feeling "shaky and dizzy" causing the patient "to fall on the marble floor". The cca was informed by the reporter that on august 6, 2011 at 12:33pm, the patient was taken to the emergency room (ER) where the patient was given a blood test (unknown device and test result). At the time of the call, it is not known if the patient received any other treatment at the ER. During troubleshooting, the cca educated the patient on the meter's behavior and auto-shutoff, but the alleged issue remains unresolved. The cca also noted that the battery was replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.